Event description:
The complainant reported that the clinician was performing an radiofrequency ablation procedure (rfa) on the liver of a female patient (age and weight unknown). During the procedure, the physician employed a leveen needle and four patient grounding pads with the radiofrequency generator. The first rfa procedure was started at 40 watts, up 10 watts per minute and then the physician held it for 12 minutes at 160 watts. The rfa was then stopped due to the patient feeling pain at the patient grounding pads, and roll-off was not achieved. A second ablation was started and was held at 120 watts, and then stopped after 9 minutes, without roll-off being achieved. A third ablation was started and held at 120 watts for 7 minutes, but again the procedure was stopped without roll-off being achieved. The procedure was then halted due to patient pain. When the patient grounding pads were removed from the patient's body, some thermal burns were noted at the patient's left inside femoral and at the patient's right outside and inside femoral area. The complainant reported that the thermal burns were not considered a serious injury by the clinicians. There was no indication from the complainant of any treatment required for the reported thermal burns. Please reference attached medwatch report numbers 3005099803-2008-2587, 3005099803-2008-2593, 3005099803-2008-2710 and 3005099803-2008-2908 which document the four patient grounding pads used during this procedure.

Manufacturer narrative:
The lot number is unknown; therefore, the manufacture and expiration dates cannot be determined. Although the product was returned for evaluation, the batch and lot number were not known. The product was not returned its original packaging. A DHR review was not possible because the lot number of the pads was not known. The four patient return grounding pads were returned for evaluation. All four pads were visually examined. One pad was found to have a slight discoloration on the right of the adhesive side. Another pad had a discolored area measuring 11 x 40mm at the top of the adhesive side. All four pad cords were cut off leaving no cord longer than 107mm in length. All four pads passed continuity tests. There was no problem found with any of the four pads that would have contributed to the complaint condition. The relationship between the suspect pads and the reported event is undetermined.